Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 38 mmol/l at the time of the incident. Customer was treated with manual injection. Customer stated that cannula was bent. Customer declined to troubleshoot for high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.